Event description:
User indicates they are seeing initially low results, which, when repeated, are higher. The results they are receiving are very similar to a sample that gave an initial gentamicin result of 0.3ug/mi, same sample repeated gave result of 1.6ug/mi. If additional info is received, appropriate notification will be provided.